Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "the crna's were doing a pre-check and they inflated the pilot balloon, but it would not deflate." The alleged defect was detected prior to use. There was no patient harm reported. There was no report of delay in treatment.

Manufacturer narrative:
Qn#(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was ma nufactured according to release specification. The sample was returned for evaluation. Inflation and deflation testing was performed on the cuff and no issues were detected. The sample was inspected and it was found that the cpv size met the requirements. The reported complaint could not be confirmed.

Event description:
Customer complaint alleges "the crna's were doing a pre-check and they inflated the pilot balloon, but it would not deflate." The alleged defect was detected prior to use. There was no patient harm reported. There was no report of delay in treatment.